Manufacturer narrative:
(B)(4). Received a customer's medwatch# (B)(4). Where reporting that this ventilator failed while in use on a patient. No patient harm or injury. The ventilator was replaced.

Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the alleged condition. The graphical user interface (gui)printed circuit board (pcb) was replaced and the back light inverter (bli) pcb was upgraded. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator resets on its own. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.